Event description:
Procedure type: gastrectomy. According to the reporter; after 1-2 hours after the end of surgical intervention, bleeding was observed, then a new intervention was necessary in order to complete manually the anastomosis.

Manufacturer narrative:
Date initial report sent: 10/27/2009.